Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2. E1: (B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an event of occlusion alarm on (B)(6) 2024. Patient reported that the occlusion was in the tubing. Patient also experienced high blood glucose level. Blood glucose level was 300 mg/dl at the time of the event. Patient was treated with mdi. No further information was available.